Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the unable to exit load reservoir process. Customer's blood glucose level was 169 mg/dl. Customer stated that they will not be received complete status inside the load reservoir process. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing.